Manufacturer narrative:
Product event summary: analysis verified stylus was unusable with overlay; overlay/bezel assembly found out of electrical specification. Analysis also found the rf (radio frequency) head connector is loose on a printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer is unusable due to stylus (touchpen) calibration. It was also reported, the touchpen can not be calibrated. Touchpen was replaced and still does not respond to screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 229047 analyzer. (B)(4).